Event description:
Information received by medtronic indicated that the insulin pump had multiple alarms. The troubleshooting was performed and the customer was unable to clear the insulin pump alarm. The customer discontinued using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Pump case: ngp. Customer returned device for an alleged pump error 68, pump error 49, and pump error 23 found on september 25, 2022.device passed self test, active current measurement test, and displacement test; however, pump did not pass sleep current measurement test. Test p-cap successfully locked into the reservoir tube. No pump error 68, pump error 49, or pump error 23 noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Confirmed pump alarmed pump error 68 on september 25, 2022 13:33:04.000, pump error 49 on september 25, 2022 13:33:04.000, and pump error 23 on september 25, 2022 13:33:49.000 in pump downloaded history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electric board. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window cover, cracked case (battery tube), cracked battery tube threads, peeling serial label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer alleged for pump error 68, pump error 49, and pump error 23 was not confirmed. Exposure to moisture was confirmed on electric board. Sleep current measurement test failure suspected to be moisture damage on electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.